Manufacturer narrative:
Analysis was performed on the returned device. The reported clip deployed on the distal end of the device and separation were confirmed. The reported, device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to clip deployed on the distal end of the device and device entrapment may include, but are not limited to, inadequate nick and spread, user presses the firing button (#4) prior to full advancement of the thumb advancer, user pulls back on device during clip deployment. The condition of the flex-guide and control wire that was returned indicates it was cut, most likely during surgical removal. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem: updated h6 - reported device code 2610 removed and 4011/distal end added.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se after a cerebral infarction thrombectomy procedure. Reportedly, after deployment of the starclose through the 4th step normally, the clip was stuck in the patient. The patient went to the operating room to remove the device surgically. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, additional information was received: reportedly, during surgery to remove the device, the shaft of the starclose se device separated into two pieces. There was no patient harm. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se after a cerebral infarction thrombectomy procedure. Reportedly, after deployment of the starclose through the 4th step normally, the clip was stuck in the patient. The patient went to the operating room to remove the device surgically. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.